Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had an issue with audio and rewind anomaly. Customer stated that the insulin pump reject new batteries and had random no delivery alarm. Customer stated that the insulin pump turned off and turned back on, insulin pump had to rewind more than once and also insulin pump did not give warning for low insulin. No harm requiring medical intervention was reported. The customer will continue use of the devise.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On (B)(6) 2022, the customer alleged for device turning on/off, absence of low insulin alarm, rewind anomaly, no delivery, and unspecified battery cap issue. Dveice was not received with original battery cap. Device passed displacement test,rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, and active current measurement but failed the self-test due to hardware low level failures alarm. Successfully downloaded history files, traces, and utilized carelink software using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery alarms or alerts during testing or in the device history. In further full review, no "no delivery alarm" was found in the device history. No ¿no delivery alarm¿ during testing.hardware low level failures alarmed during testing.hardware low level failures alarm (variable 3) was present in the history download on event date of dember 15, 2022 10:19:29.000.device was cut open to perform visual inspection and found moisture damage on the electric board 1, force sensor, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and peeling serial number label damage. In summary, self-test failed due to hardware low level failures alarm was confirmed due to moisture damage caused by burnt r1 near pin 3 of u1 chip. Device not received with original battery cap, therefore battery cap damage was unknown. Customer alleged for unexpected battery power loss, failed battery test, rewind anomaly, absence of alarm, and insulin flow blocked/no delivery alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.